Event description:
Inaccurate cgm values.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced vomiting, severe muscle pain and reduced vision. They consulted their endocrinologist over the phone and were advised to go to the hospoital due to the symptoms the patient was experiencing. The patient's husband drove the patient to the hospital and upon arrival, the cgm was reading 16.0 mmol/l and the blood glucose was taken by the health care professional showed 31.0 mmol/l. The patient was treated with insulin and monitored for ketones and bg levels. After 2 days the patient was discharged and was recovering at home. At the time of the report the patient stated their eyesight was still affected. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.